Event description:
A non healthcare professional reported during implantation of an intraocular lens (iol) the plunger stays hooked. The plunger either goes up or down. The plunger does not advance correctly and does not drag the lens forward well. Update the due dates as per the malfunction. Additional information was requested and received stating the lens were implanted and there was notch on periphery of the lens. There was no impact on the patient. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A short video was provided. The device preparation and initial advancement were not shown. The video starts with the lens already advanced into the nozzle. There appears to be viscoelastic in device. The plunger appears to be under the lens. The trailing optic edge appears to be misfolded under. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic indicated. Plunger underride may occur: due to rapid advancement faster than the dfu recommended rate. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).